Event description:
During a routine follow-up, it was discovered that the ICD had undergone a device parameter error. The ram map was received and printed. An additional message indicated that the device parameters may not be programmed correctly and that the device was all functions off. When an attempt was made to reprogram the device, a message was received indicating that an incomplete program had occurred, as well as a message that arrhythmia detection was ongoing. The patient was being monitored at the time and was in normal sinus rhythm. Several unsuccessful attempts were made to reprogram the device. The decision was made to explant the ICD.